Manufacturer narrative:
The patient status, and corrected model number were provided. If the device or additional information is received, microvention, inc., will submit a supplemental report.

Event description:
A supplemental report is being submitted for the following: the patient status was reported as, doing fine. Model number provided in section d4.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported unavailable for analysis as it remains within the patient; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report.

Event description:
As reported, this was an acomm aneurysm with a y-stent using 2 stryker atlas stents. This was the 4th coil being placed. The coil went halfway into the aneurysm then it would not advance or pull back into the catheter. The coil then became stretched out and it was detached with a tail going into the a1 segment. Physician tacked down with another atlas stent.